Event description:
Further information was received indicating the pacemaker was explanted and replaced on jun 9, 2020. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the pacemaker migrated from its original implant location. The pacemaker was relocated; however, a pacemaker replacement is anticipated in the future. The patient was stable.

Manufacturer narrative:
The pacer was received in normal working condition with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal results. Evaluation of the device performance while connected to external loads indicated normal results, lead impedance measured within specified range. Additionally, visual inspection of the header and connectors did not find any contaminants or foreign material that could contribute to the field complaints. The reported event of device migration was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis indicated the device image revealed un-calibrated battery data, consistent with code corruption. However, the code corruption could could not be reproduced and the cause is undetermined. Longevity assessment was performed, and the pacer was in normal range of operation with appropriate remaining longevity.